Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited dirt and corrosion on the lever arm, peeling and pinholes in the glue on the image lens, and peeling glue on the light guide lens. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.